Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, drawings, dimensional verification, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A used micropuncture transitionless stiffened cannula access set was returned for evaluation. Only the cannula was returned. The device was returned in 3 separate sections. In the devices used condition, the 3 segments were measured and the results met dimensional requirements. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Multiple previous interventions and a lot of scar tissue build-up were noted. These noted conditions could have contributed to this reported product event and subsequently device failure. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
A micropuncture transitionless stiffened cannula was used during an aortogram with run-off procedure. It was reported that after gaining access, when the catheter was coming out over the wire, the catheter broke into three pieces outside of the body on the wire. All three pieces have been accounted for and are being returned for investigation. The physician was able to gain access with the complaint device and therefore carried on with the procedure. No section of the device remained inside the patient's body and the patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient reported.